Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup; unknown stem. Device was implanted sometime in 2003. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04310; 0001825034 - 2017 - 04316.

Event description:
It was reported patient¿s right hip was revised approximately 14 years post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient¿s right hip was revised approximately 14 years post-implantation due to failed metal-on-metal right hip replacement with pain and elevated metal ion levels. During the procedure, cloudy fluid not consistent with infection, but consistent with metal disease was found. Trunionosis was also found during the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.